Manufacturer narrative:
The device was received and the evaluation is anticipated. Once the investigation is complete, a supplemental report will be submitted.

Event description:
It was reported that a hahn tapered implant 3.0 x 11.5 mm failed to achieve the primary stability during implant placement. The implant was being placed at the tooth # 12. The osteotomy was prepared using 1.5 mm, 2.4 mm, then 2.8 mm drills. Due to lack of primary stability with the 3.0 x 11.5 mm implant, another 3.5 x 11.5 mm implant was used to complete the procedure. The patient had type 3 bone quality. There was no abnormality with the implant. There was no known impact or consequence to patient.

Manufacturer narrative:
The device investigation has been completed and the results are as follows: device history record (DHR) results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product results: the packaged stock product is not applicable for review since no defect or non-conformity observed from "returned product". Returned sample(s) /device "inspection results": the implant was returned but not in the original package. The part was visually inspected and verified to be a hahn tapered implant 3.0 mm x 11.5m musing the radiographic template. No bone tissue or any debris was detected. No defect nor non-conformity was observed. Root cause: probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality. Either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration.